Event description:
Boston scientific received information that during a device replacement procedure, noise was noted on the competitor right ventricular lead. A decision was made to add an additional pace/sense lead. During the implant, the venous stenosis was present in the upper chest area. An attempt to advance this lead was unsuccessful. An extra firm wire was used and slight force was used, and the lead was advanced, however on x-ray, the lead appeared to have fractured. The lead was removed. A further venous puncture was made and the vein was dilated with three different sized introducers. The lead was implanted and normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Boston scientific cannot confirm nor deny this reported clinical allegation. As no further information is expected regarding this issue, this investigation is complete. Should additional information become available, this event will be updated.